Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 08/15/2019 to the present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device won't power on. There was no patient involvement.

Event description:
It was reported that the device won't power on. There was no patient involvement.

Manufacturer narrative:
Corrected g4, a power issue was initially alleged. The awareness date should have been on 10sep2020. The initial emdr was submitted on time, but contained an incorrect g4 date.